Event description:
A malfunction alarm was reported, with no notable events occurring beforehand and no adverse impact on the customer's blood glucose level. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump for insulin therapy.